Manufacturer narrative:
The evaluation noted that based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Concomitant medical products: (cn: 02-012-43-3020, (B)(4)) logic tibial rbk tray cem sz 3f/ 2t. (Cn: 02-010-01-0330, (B)(4)) logic femoral ps cem right sz 3. (Cn: 200-02-35, (B)(4)) three peg patella 35mm. (Cn: 02-012-38-3009, (B)(4)) logic tibial ps rbk insert sz 3 9mm.

Event description:
As reported, approximately 6 weeks postop the initial r tka this female patient experienced a right knee washout due to an infection, nothing was removed. Patient was last known to be in stable condition following the procedure. No devices removed, so no return. It is unknown if there were previous infection issues at the initial implantation procedure. It is also unknown if antibiotic wash was used or if the patient was placed on antibiotics therapy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature.